Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 600 mg/dl. A correction bolus was delivered to address bg. Technical support educated the caller about pump settings and the impact of having the bluetooth setting turned on without using the mobile app, explaining that the battery depletion was normal based on their usage, which the caller understood and acknowledged.